Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed near the electrode ground ring, and damaged silicone overmold was observed on the bottom cover. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained intermittent at some spacing, then no lock could be obtained at some spacing. The electrode condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. This is an interim report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed near the electrode ground ring, and damaged silicone overmold was observed on the bottom cover. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained intermittent at some spacing, then no lock could be obtained at some spacing. The electrode condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The internal visual inspection revealed encroachment of non-conductive epoxy on the kovar tab. The device passed mechanical tests performed. The reported complaint of intermittent lock was confirmed during the analysis of this device. Elevated resistance was measured across the kovar tab, which is believed to be related to the loss of lock. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue did not resolve. Revision surgery is scheduled.